Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl. The customer reported working all night and treating low blood glucose level with ice cream. The current blood glucose level is 138 mg/dl and has treated with food. The customer did troubleshoot the issue and the insulin pump passed. The customer was advised to monitor the insulin pump. The insulin pump and sensor will not be returned for analysis.